Event description:
It was reported by the patient that since receiving the new device the patient is still incontinent and believes there is something wrong with the device with an artificial urinary sphincter (aus). The patient followed-up with the physician and the physician prescribed medication to assist in the incontinence, the patient does not believe the medication helped. The patient is scheduled to obtain a second opinion from a different physician. The aus remains implanted and active.